Manufacturer narrative:
The astral device was returned to resmed. Evaluation confirmed the reported complaint. Visual inspection identified water contamination in the pneumatic block. Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported complaint was due to device misuse. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf188) related to the safety assert system and an error message (sf148) related to the main blower. There was no patient involvement reported.

Event description:
It was reported to resmed that an astral device displayed an error message (sf188) related to the safety assert system and an error message (sf148) related to the main blower. There was no patient involvement reported.

Manufacturer narrative:
Resmed requested for the device to be returned for evaluation. The astral device has not been returned to resmed. If further information becomes available, a supplementary report will be submitted. Resmed reference#: pr (B)(4).